Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device the cuff of the returned samples was inflated using a syringe and the product and immerse in the water in order to detect any leakage. The customer reported condition was not confirmed. No fault found .the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the air pressure in the cuff to a smiths medical portex blue line ultra tracheostomy tube was reported to go down. There were no reported adverse patient effects.